Event description:
Country of complaint: (B)(6). Used suture lost color for half of thread; coating is falling apart.

Manufacturer narrative:
Us reporting agent notified on: (B)(4)2014. Reported device not marketed in the us; however, similar device is. Mfg site eval: samples received: 1 open (with thread damaged) and 57 unopened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. Some parts of the thread of the open sample have the cover broken (black) and the inner part of the thread (white) is visible. Analysis of all closed samples received revealed punctual damages in the cover of the thread in two of the samples. This defect is more visible when the thread passes through the tissue. Knotting test of the closed samples received has been conducted and after knotting, the cover was still in tact. Furthermore, thread slipped correctly. Taking into account that no other customer complaints have been received concerning this issue for this code batch, we consider that there are isolated units and claim is justified, but the whole batch is correct. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is justified. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.